Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify low battery life and lost sensor alarm due to blank display. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported via phone, he was playing golf and was checking his sensor when he noticed the display on the insulin pump was blank. He pressed the esc button and the display retuned but five minutes later it went blank again. This time he tapped the bottom of the case and it came back on. After a while the device alarmed low battery and customer stated he had just changed the battery two days prior. Customer's blood glucose was 202 mg/dl. Troubleshooting was performed and no issues were noted, so customer was advised a replacement battery cap will be sent. Customer stated he was going to discontinue use of the device and requested a replacement device and he does not feel confident using the device. The insulin pump is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.